Manufacturer narrative:
Exemption number e2015055. One device was received for evaluation; 1 event was confirmed during testing. One device was found to be affected by broken guide rails. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device disassembles. There was no patient involvement; no patient impact.